Event description:
Received information stating pt was removed from ventilator. Pt was not harmed or injured. The customer inspected the device and could not duplicate any malfunction. The customer reported to have conducted final testing.